Manufacturer narrative:
Concomitant medical products: 6984m crdm adaptor, implanted: (B)(6) 2012; 694765 lead, implanted: (B)(6) 2012; 672625 crdm adaptor x 2, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen six weeks after implant for an abrupt onset of a cloudy, yellowish abscess over the surgical site which was an infection. The patient was admitted and given intravenous antibiotics. The device remained in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.